Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin when requesting a bolus. The customer's blood glucose (bg) level was 120 mg/dl. Customer declined to provide further information or undergo troubleshooting.